Event description:
The ge treadmill elevated and accelerated beyond their expected grade and speed targets. The device did not malfunction, rather, there were a series of key strokes and inputs from the user that made the device function in a way that was not expected (too fast and too steep). Ce believes there are negative "human factor designs" associated with the ge case treadmill t2100. Manufacturer response for treadmill, case t2100 (per site reporter).